Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 439 mg/dl at the time of the incident. The customer was treated with manual injection. The device will not be returned for analysis.